Event description:
Additional information indicates that the noise was initially observed in clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16973. It was reported that when the patient presented, oversensing of atrial and right ventricular lead noise was observed. The oversensing was likely caused by tissue growth around the leads at the header. The physician elected to cap the leads (B)(6) 2019 and placed a new system on the right side. The patient was stable following.